Event description:
It was reported that the patient¿s catheter had a kink in the distal segment to which the patient experienced ineffective therapy and less than 50% therapy relief. The location of the issue was the catheter track. A computerized tomography (CT) scan was performed. As a result, a revision procedure occurred on 2015 (B)(6) in which the catheter was repositioned and re-anchored using an accessory kit per the physician¿s request. No segments were left in the patient and no additional actions or interventions were taken. The catheter remains implanted and in-service. The issue was reported as resolved but the cause was not determined. At the time of the report the patient's status was reported as alive-no injury. The patient was reported as alive and doing well. This device system delivered hydromorphone. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).